Event description:
On (B)(6) 2016, my mother (B)(6), (dob (B)(6)) was operated on via da vinci robotic procedure by two physicians at roper hospital in (B)(6) for right upper lobectomy. She immediately complained of abdominal pain (near 8th intercostal space where camera from robot was inserted). That afternoon following procedure, and every day thereafter (documented in nurse's notes) until it was discovered a few week later, her right colon had been perforated for some time and emergency surgery was performed, and then almost bled out from anastomosis. The delayed diagnosis of perforated colon resulted in a health decline that resulted in her death on (B)(6) 2016. She tested positive for c. Freundii, citrobacter freundii is a species of facultative anerobic gram-negative bacteria of the (enterobacteriaceae family) in her right lung, and white blood cell count was 59,000 from bacteria's and stool leaking out into abdominal cavity. She also tested positive for several other bacteria's including candida tropicalis (fungus). Thank you for looking into this matter to help with compliance and may be preventing this from happening to other pts and families.